Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc l devices approximately 5 years ago. It was found that the implant was undersized and misaligned. The surgeon believes that this may be because of improper release of the posterior aspect. One implant was removed and replaced with an appropriately sized pdl implant on (B)(6) 2026. A review of the dhrs could not be completed as the part number and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The prodisc l implant was not returned as the plate was repositioned in the patient, no device evaluation could be completed. Additionally, no imaging was provided that showed the placement of the implant. There were no anomalies identified during the complaint investigation. The removal was completed due to the implant being undersized and misplaced. The submission is 1 of 3 devices involved in this event.

Event description:
A patient was implanted with two prodisc l devices approximately 5 years ago. It was found that the implant was undersized and misaligned. The surgeon believes that this may be because of improper release of the posterior aspect. One implant was removed and replaced with an appropriately sized pdl implant on (B)(6) 2026.